Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -13.00/3.0/082 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2020. This resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture and debris on the product. Visual inspection found haptic torn and debris on lens. Claim# (B)(4).